Event description:
It was reported the pt experienced sharp pain below the lead insertion site, across her back and down her spine immediately after the trial scs leads were implanted. Diagnostic testing showed no anomalies. Programming helped to alleviate the sharp pain and the pt was released from the hospital. The pt reported intermittent pain while stimulation was turned on and continued sensation after stimulation had been turned off. The pt also reported experiencing weakness. The physician conducted a neurological examination with no abnormalities noted. The physician elected to remove the trial lead two days earlier than planned. The reported symptoms resolved following lead removal. F/u info revealed the pt is still experiencing pain and will continue to f/u with the physician to address this issue.

Manufacturer narrative:
Results - the complaint could not be confirmed through product testing alone. As received, an optical inspection of the lead revealed no anomalies that could cause discomfort. The lead was electrically tested and passed all testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.